Event description:
It was reported that during an ureteroscopy procedure for stones, when the pedal was stepped there was noted a fiber break. Scrub tech burned the finger. The fiber was replaced, and the case was completed without difficulty. No patient complications.

Event description:
It was reported that during an ureteroscopy procedure for stones, when the pedal was stepped there was noted a fiber break. Scrub tech burned the finger. The fiber was replaced, and the case was completed without difficulty. No patient complications.